Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an avrt (atrioventricular reentrant tachycardia) / wpw (wolff-parkinson-white syndrome) procedure, the stockert was immediately reaching the programmed temperature and delivering very low watts during this accessory pathway ablation. A navistar catheter was in use in the septal annulus and it was not pulled back into the sheath. The stockert temperature control settings were 60 degrees and 50 watts. According to the reporter, the start button was pressed and the temperature would immediately read 60 degrees with 0 to 1 watt delivered. The redel cable, redel adaptor, and navistar cable were changed with the same issue. Troubleshooting was performed by changing the navistar catheter and by rebooting the stockert but it did not resolve the issue. After follow up with the customer to obtain detailed information regarding the event it was stated that rf was being delivered, roughly 10 watts. The temperature was not "too high" but the desired temperature was achieved quickly at 10 watts while the customer was using the stockert in temperature mode. There was no error message showed. The clinical specialist explained to the lab staff that the stockert was operating as it should in temperature mode. The physician was just uncomfortable with how the system was "acting" and requested the stockert to be evaluated and the catheter replacement.

Manufacturer narrative:
Concomitant product: stockert 70 system us: catalog #: s7001, serial #: (B)(4).